Event description:
It was reported to boston scientific corporation that a navigator hd access sheath device was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2021. During the procedure, the sheath broke. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.